Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/5/2023, it was reported by a sales representative via email that a patient underwent surgery due to an intertrochanteric fracture in march of 2023. On 10/4/2023, the sales representative was made aware via phone that the lag screw implanted in the patient broke. The patient will undergo revision surgery. No further information has been provided. Additional information received on 10/13/2023: in march of 2023, the patient underwent surgery in which a 1023-395 trochanteric nail and a 1099-095 lag screw were implanted. On (B)(6) 2023, the patient felt pain while walking. A revision surgery took place on (B)(6) 2023 to remove the troch nail and lag screw. During the removal of the lag screw, it was noticed that it had scratches distal to the threads. The case was completed as a total hip arthroplasty procedure.

Manufacturer narrative:
Complaint allegation is confirmed. Visual inspection revealed that the threads on the captured cortical screw, measuring 5.0mm x 36mm, were stripped and damaged. Functional testing was not performed due to the damage to the device. Per surgical technique of the trochanteric nail system, and the x-ray provided, the most likely cause of this failure is attributed to user error due to misaligned insertion during use with the cannulated hex driver and t-handle thought the es¿ trochanteric nail, right, 11mm x 39cm x 125º.